Manufacturer narrative:
The field service representative (fsr) replaced the occluder. The suspect part was returned to the manufacturer for evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, after calibration of the occluder it was go all the way to 100% and then automatically close. A hemostat was used in place of the occluder. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) could not duplicate the reported complaint. He put the occluder on a force gauge and noted it to be at 50 pounds which is within specification. He then opened and calibrated the occluder as a precautionary measure. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the occluder to operate as intended. He connected the occluder head to a system 1 simulator and central control monitor (ccm), initiated calibration and it passed. After calibration, the occluder head stayed fully occluded as expected. The pst opened and closed the occluder head with the slider and push buttons on the ccm and it operated as intended. The occluder operated for two days with no functional failure.